Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/15/2020. A manufacturing record evaluation was performed for the finished device pe5985 number, and no non-conformance related to the reported complaint condition were identified h3 device evaluation summary: it was received for analysis an opened box with fourteen unopened samples of product code pdp464, lot pe5985. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? --> unknown. Was procedure successfully completed? --> unknown. Were fragments generated? --> unknown. If yes, were they removed easily without additional intervention? --> unknown. Patient status/ outcome / consequences --> no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown.

Event description:
It was reported that a patient underwent a wound closure procedure on an unknown date and suture was used. The needle broke during use on the patient. No adverse patient consequences were reported. Additional information was requested.